Event description:
Tsr alleged that the ground prong was broken off the plug receptacle. Tsr stated that there were no injuries and a pt was not in the bed. Tsr stated that the bed was in a hallway. Tsr replaced the plug receptacle to resolve the problem.